Manufacturer narrative:
(B)(4). The companion sample was received and evaluated due to the actual sample being discarded. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink paclitaxel set had a slit in the pump segment of the tubing. This occurred during setup and prior to priming after a slide clamp was closed. The slit was approximately an inch up from a slide clamp. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the evaluation was completed to investigate the reported issue. Visual inspection did not identify any issues related to the reported condition. Leak testing was performed on the device, passing successfully with no issues noted. Therefore, the reported condition could not be verified through evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.